Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's infection appeared to be healed. However, the patient was doing "really poorly" without their pump with regards to spasm control. The pump would be "replaced and some point down the track".

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. Analysis of the catheter (lot# unknown) found a non-significant anomaly; there was a tear in the seal near the guard ring of the sc connector.

Manufacturer narrative:
Product ID neu_ascenda_cath, serial# unknown; product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported, the patient's pump was explanted due to an unknown infection at the pump pocket site. The onset of the infection was unclear to the physician. The explanting surgeon commented that there was clinical evidence that [the infection] was round for a lot longer than the managing healthcare professional (hcp) had realized. Reprogramming and a dye study were also performed. The patient was treated with antibiotics. Cultures were taken but results were unknown. The patient was listed as "alive - no injury". The pump was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.